Event description:
While positioning the x-ray tube, the unit fell downward until reached the mechanical stop. The company has recently become aware of an event which the company considers being a potential reportable product problem.